Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was detached from the delivery system and damaged with stent struts stretched in the mid-section of the stent. The maximum crimped stent profile as per manufacturing data was measured and was within specification. The stent protector inner diameter of the returned device was measured and was within the specified inside diameter of the stent protector specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 28 synergy¿ drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent had detached from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 28 synergy drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent had detached from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.